Event description:
A report was received that the patient had a non-device related surgery and since then was experiencing difficulty charging the ipg. The physician suspected that the ipg might be damaged after the procedure.

Event description:
A report was received that the patient had a non-device related surgery and since then was experiencing difficulty charging the ipg. The physician suspected that the ipg might be damaged after the procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was not suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a non-device related surgery and since then was experiencing difficulty charging the ipg. The physician suspected that the ipg might be damaged after the procedure.

Event description:
A report was received that the patient had a non-device related surgery and since then was experiencing difficulty charging the ipg. The physician suspected that the ipg might be damaged after the procedure.

Manufacturer narrative:
Additional information was received that database analysis revealed that the patient regularly had poor charger-to-ipg coupling and the charger thermistor was being triggered. The device revealed no anomalies and appeared to be working as expected.